Event description:
During remote follow up, oversensing due to noise, inappropriate automatic mode switch, and varying low voltage impedance was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Event description:
During remote follow up, oversensing due to noise, inappropriate automatic mode switch, and varying low voltage impedance were observed on the right atrial (ra) lead. The physician suspected ra lead damage, although it was not confirmed. No intervention has been performed. The patient was stable.